Event description:
It was reported that a user experienced a sensor failure alert after starting a freestyle libre 3 plus sensor while paired with the ilet app, resulting in a pairing failure that was resolved by toggling settings and rescanning to reconnect the sensor. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education that restored sensor-app communication. Investigation of this case revealed a transient communication or pairing issue between the sensor and the ilet app that resolved with standard reconnection steps, consistent with known device-to-device connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that was mitigated through routine troubleshooting.